Event description:
In 2002, the patient was referred for cardiac catheterization. The index procedure identified one 10mm lesion located in the mid left anterior descending (lad) artery with 90% stenosis and a 2.5mm vessel diameter. Treatment consisted of pre-dilatation and placement of a 2.5x16mm stent, reducing the stenosis to 0%. The patient was discharged the following day on protocol doses of aspirin and plavix. It was reported that 1082 days following the index procedure, the patient was admitted for progressive angina and new onset atrial fibrillation. A coronary angiography revealed 50% in-stent restenosis of the lad. However, ivus demonstrated 80% segmental stenosis in one-third of the stent. A core lab qca report of the target lesion notes 49.09% stenosis in projection 1 and 64.07% stenosis in projection 2. The lad was treated with balloon angioplasty and placement of a 2.5x18mm cypher stent, reducing the stenosis to less than 10%. Per the discharge summary, "patient was noted to be markedly bradycardic in the setting of atrial fibrillation signaling the presence of sick sinus syndrome." The patient was cardio converted and two days later, a dual-chamber pacemaker was implanted. The patient was discharged home on aspirin and plavix two days later. Per the investigator, the relationship of the event to the device is "definitely related."

Manufacturer narrative:
A unit has not been returned for review, therefore, a technical analysis cannot be carried out. Without a returned unit, it is not possible to confirm how the device may have contributed to the complaint incident. A review of the manufacturing records for this particular batch namely top assembly batch # 4583367 found that the device met its material, assembly and product specifications, at the time of release to distribution.